Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an infusion set that was deployed incorrectly, as the needle guard was not removed and the infusion set was not attached at the site, leading to loss of insulin delivery; the user used fingerstick testing and was advised to detach if taking an mdi correction and to contact a healthcare professional for dosing guidance. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education regarding proper insertion technique and adhesion best practices. Investigation of this case revealed user error related to incorrect infusion set deployment and connector attachment rather than an adhesive issue. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion.